Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a rash on their back and face. Patient reports having a rash before using the lifevest. Patient described the area as itchy zits and pustules. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended microsilver cream for the rash. Outcome of the rash was unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.